Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer¿s blood glucose level was 2.2 mmol/l. Customer also reported that the auto mode was automatically delivering insulin at the time of low blood glucose event. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with food and jelly babies. Customer was using auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed for low blood glucose. The insulin pump will not be returned for analysis.